Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presume that the defect was caused by stress of repeated use, external factors or handling. However, a definitive root cause cannot be determined. The event can be prevented and detected by following the instructions for use which state: the instruction manual operation manual for ltf-s190-5/10, ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection of flex deflectable videoscope, objective lens adhesive peeling was observed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.